Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Imaging was not performed prior to proglide use. It should be noted that the proglide instructions for use states: perform a femoral angiogram to verify the location of the puncture site. The investigation was unable to determine a conclusive cause for the reported difficulties.there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right femoral vein was achieved with a proglide device using the pre-close technique prior to a mitraclip procedure. Reportedly, the second proglide was inserted, the plunger deployed. The anterior suture and needle did not attach. The proglide was stuck and could not be removed. A vascular surgeon incised the subcutaneous tissue and widened the nick and spread to remove the device. It was noticed the guide was separated, yet was held together with the actuator wire. The procedure was completed with a 24f sheath. Manual arterial compression was used to achieve hemostasis. No imaging was performed of the access site prior to proglide use there was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.